Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in spain. As reported, during a transcatheter aortic valve replacement valve-in-valve procedure with a 23mm sapien 3 ultra resilia implanted in a non-edwards surgical valve, the balloon ruptured at the end of inflation, taking on an umbrella shape resulting in valve not expanded completely. A post dilation was performed with a non-edwards balloon. It was not possible to retrieve the balloon from the introducer, and it became lodged in the femoral artery. The balloon was removed via vascular surgery. The procedure was completed without further complications. The patient did not suffer any injury and was in stable condition post procedure. As per medical opinion, the root cause could be the interaction of the balloon with the pre-existing valve. As per imagery evaluation, it was confirmed that the balloon was radially burst and bunched towards nose tip. It was not possible to determine if there was missing balloon material. As per pre-decontamination evaluation of the returned device, the distal tip of the esheath+ was found to be split.